Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device jaws did not open. There were no further details provided regarding the reported event. There was no patient injury or harm reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. In the follow up response, customer stated that the device is returned however, there no device received to date. If additional information becomes available this report will be supplemented accordingly.

Event description:
The issue occurred in the middle of the procedure. The device was inspected prior to use and no abnormalities were observed. No patient demographics were provided. The forceps slider was held firmly during insertion. The scope was angulated with the forcep at the distal end. There was no delay, procedure was completed with a back-up device. It was confirmed no patient injury/harm related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As the device was not returned for evaluation, the root cause could not be conclusively determined. However based on the given information provided, and IFU statement, the user most likely experience this defect due to the continuing of power application after the tissue has been desiccated causing sticking of the forceps. As stated on the IFU (instruction for use) the user manual states: discontinue power application when tissue has been desiccated. Continued power application may cause tissue to stick to the forceps. To alleviate sticking, release desiccated tissue from jaws, and/or flush operative site with sterile saline during the procedure to keep tissue moist.. Olympus will continue to monitor complaints for this device.